Manufacturer narrative:
The event was confirmed based on the log review evaluation. The probable root cause of the reported issue can be attributed to an electrical/fiber optic defect of a generator component/module.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted surgical procedure, the site contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report an error with the erbe generator. C-33 and c-00 were present on the restarts. The connections on the back of the erbe were removed and the erbe was restarted, and the error persisted. The site was looking into getting a third-party generator or possibly switching out the vison tower for upcoming procedures. The procedure outcome was unknown.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse saw that at startup, error c-33 occurred and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue. The unit energized and cauterized and all ports recognized instruments on surgeon side console. (Measurement value for hf voltage too great with on) potential root cause for this issue.